Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j04064 and h14b03038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital on (B)(6) 2014 (previously reported as (b)(60 2014). During follow up, failure to thrive was reported as an additional cause of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and eventually passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient was hospitalized the same day as the onset of peritonitis. The patient was treated with an unspecified antibiotic (dose, route and frequency not specified) for the peritonitis. Four days after hospitalization, the patient was discharged and was reported to be recovering from the peritonitis. The patient passed away three weeks after being discharged from the hospital for the peritonitis event. The cause of death was reported to be heart failure. Pd therapy was ongoing until the time of death. An autopsy was not performed. No additional information is available. This is report 1 of 2 involved in this event.